Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 10-apr-2024, it was reported that the patient faced an insulin flow blockage. The issue was resolved after the patient changed the infusion set. No further information was available.